Event description:
It was reported by the customer that the (blender) mixer did not work during a pediatric coronary artery bypass graft (CABG) surgery. The end user indicated the levels of pc02 were found low with no alarm from the oxygen analyzer. The pt became critically ill during the beginning of the surgery. The pt was treated with medication and the status is reported as recovered.

Manufacturer narrative:
The reported unit was not made available for evaluation. The patient status was reported as recovered. Multiple attempts were made to obtain additional information and return of the reported device. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the warning label in the user's manual states: "oxygen concentration must be monitored downstream from the mixer with a suitable, calibrated oxygen analyzer, equipped with alarms that can be set for high and low fio2's. Fio2's should then be adjusted to maintain appropriate blood gas concentrations.", "whenever a patient is attached to respiratory care equipment, constant attendance is required by qualified personnel. The use of alarm or monitoring systems does not provide absolute assurance of a warning for every possible system malfunction. In addition, some problems may require immediate attention.", "this precision gas-mixing device may become nonfunctional or damaged if used without the watertrap assembly and filters provided", and "before using this mixer, verify that the performance verification procedure has been performed by a qualified individual." Should the product be returned or new information is made available, a follow-up report will be provided.

Event description:
It was reported by the customer that the (blender)mixer did not work during a pediatric coronary artery bypass graft (CABG) surgery. The end user indicated the levels of pco2 were found low with no alarm from the oxygen analyzer. The patient became critically ill during the beginning of the surgery. The patient was treated with medication and the status is reported as recovered.

Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.